Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely as it had been programmed to high output in order to pace the patient's left ventricle. It was also reported that the left ventricular [lv] lead thresholds were high and during the change-out procedure, the lv lead would not pace. The device was explanted and replaced. Attempts made to recannulate were unsuccessful, so the lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.